Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a patient, the associated defibrillator displayed a "defib pad short" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.